Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in-clinic after received an alert for high, high voltage lead impedance. All measurements were in normal range during in-clinic testing. The alert was cleared and notifier was disabled. Patient was enrolled in merlin.net and will be monitored.